Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a bd luer-lok disposable syringe had a lack of tightness between the stopper and the ll syringe, and had a lack of resistance at the piston. The piston did not return to its initial position after pushing it. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had a lack of tightness between the stopper and the ll syringe, and had a lack of resistance at the piston. The piston did not return to its initial position after pushing it. There was no report of exposure, serious injury, or medical intervention.